Event description:
It was reported that the patient's device moved and that is why it is not working. The implantable neurostimulator, lead and pt programmer were replaced. Further info is being requested from the hcp.